Event description:
Receive notice of complaint concerning product from charge nurse at facility. Reports that a leak occurred from the pump segment to pump adapter location (post pump). The leak occurred approx 2 hrs into the treatment and was noted by the health care professional caring for the pt. A steady drip of blood was noted leaking out from the pump housing. Reported blood loss was approx 50cc. The line was changed and the treatment completed without further incident. The pt remained stable and no medical intervention was required. The line is available for evaluation. A response letter and mailer have been sent to the facility. A medwatch form has been filed based on blood loss.